Event description:
It was reported that there was a change in therapy effect. At ten o¿clock on the night prior to the report, the patient noticed "pretty severe myoclonic spasms". The patient had also been itching. At 0100, the patient experienced a very relaxed feeling, but overall was still experiencing the myoclonic spasms. The reporter stated that the patient had ¿no other unrelated medical issues that could be causing the patient¿s symptoms.¿ the last pump refill was on 2015-(B)(6), and the event logs were normal. They accessed the reservoir on the date of the report and the expected residual volume (erv) was 33.3 ml, while the actual residual volume (arv) was 15 ml. The patient had 4mg of valium since she had been at the clinic on the date of the report. It was suspected that the pump was last refilled with 20cc instead of the 40cc, but was not confirmed. This was discussed with the healthcare provider (hcp) and they would monitor more closely. The patient additionally reported that the pump had been intermittently flipping since 2009/initially right after the pump was implanted, and that they have to reposition it to be able to refill it. The reporter did not believe the patient was a "twiddler." They were able to view the catheter, and reportedly did not think it looked severely twisted/knotted up, and thought they were able to see the distal portion of the catheter in the intrathecal (it) space. They did not attempt a single bolus dose safe for the patient to confirm a patient response. They had difficulties accessing and aspirating the recommended amount of fluid from the catheter access port (cap); they first aspirated approximately 1cc of serous/straw colored fluid; also reported as less than 0.5ml. They tried another cap kit and that time aspirated "frothy, bloody looking fluid," so they were sending the patient to another hospital on monday to attempt another catheter dye study with better fluoroscopy per the reporter. The patient was sent home on 2015-(B)(6) with oral baclofen and valium as needed. They attempted to aspirate via the cap on 2015-(B)(6) and only got 0.5cc out. The patient was instructed to continue her oral baclofen and valium as needed. The patient was referred to a different physician and they were suggesting he replace the catheter and the pump since the pump¿s elective replacement indicator (eri) was 12 months. The hcp would be sending the patient ¿through the regular channels¿ since the patient was stable on her oral baclofen and valium. The patient was being sent to the hospital for another attempt to aspirate from the catheter access port (cap). The patient did not show any signs or symptoms of overdose. No troubleshooting or interventions were taken, but it was noted that the patient was going to have the pump replaced most likely. The patient was still taking supplemental oral baclofen and valium to control the spasms. The pump system was being used to infuse gablofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. (B)(4).